Event description:
Reportedly, the pt noticed acrid smell filling room. The pt turned the ventilator off and called fire dept. The ventilator felt warmer than usual, but the battery pack seemed to have the most fumes coming from it. The pt said that she was fine. Please note that there was no pt injury in this case.